Event description:
It was reported that a new ilet user experienced multiple infusion set adhesive tabs folding onto themselves when the release liner was removed prior to insertion, and the user consequently required replacement sets, connectors, and cartridges; no pump alerts or alarms occurred, and blood glucose was not impacted. No reported symptoms. Outcomes included replacement supplies shipped along with troubleshooting and education. Investigation included customer interview and review of product use and handling. Investigation of this case revealed user handling challenges during liner removal leading to compromised adhesive deployment on the infusion set component, consistent with incorrect infusion set application rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user technique related.